Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Result: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-02897. It was reported the pt experienced heating and redness at the ipg pocket site when stimulation was on. It was reported the pt felt the site cooling down and the redness dissipated when the system was turned off. F/u identified the pt also reported pocket heating during charging. The pt stated he has lost weight since implant and the physician advised replacing the ipg and moving the site deeper. Surgical intervention will be undertaken at a later date to address the issue. A replacement charger system was sent to the pt. No further info is available at this time. On (B)(4) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.